Event description:
Patient presented to the physician with redness and swelling at the neck incision site where an infection was determined and pain at the ipg site during the examination. Physician prescribed antibiotics.